Event description:
It was reported the customer received sensor error, calibration error, and lost sensor alerts. The customer's blood glucose was 89 mg/dl. The customer was advised of the proper techniques to avoid the errors. The customer also reported the cannula was missing from the sensor. Customer also stated the needle hub was stuck in the serter. Customer was advised their sensor may not be working, bent, or damaged. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.